Event description:
Fractured right ventricular (rv) lead with intermittent inappropriate pauses and syncope, patient presents for a laser lead extraction of rv lead and placement of new rv lead. The patient was sent to recovery in good condition with no complications during or after the case.